Manufacturer narrative:
An event of off-label use and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a pre-existing left bundle branch block (lbbb) and multifocal atrial tachycardia (mat). The final implant depth was 5mm from the non-coronary cusp (ncc) (deeper than the recommended 3mm) and 4mm from the left coronary cusp (lccc). Immediately post-implant the patient went into complete heart block. A permanent pacemaker was implanted. Based on the available information, the cause of the reported heart block could not be determined. The reported off-label use appears to be related to user as the user implanted the navitor valve into a previously implanted (perceval valve). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a pre-existing left bundle branch block (lbbb) and multifocal atrial tachycardia (mat). During the procedure, it was difficult to advance the delivery system through the previously implanted non-abbott aortic valve, and it was observed that the valve capsule of the delivery system kinked while attempting to cross the non-abbott valve. The delivery system was removed from the patient, and both the valve and delivery system were replaced with a new 25mm navitor vision valve and small flexnav delivery system. The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lccc). Immediately post-implant the patient went into complete heart block. A permanent pacemaker was implanted on the same day. That patient status was stable.